Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿that the unit has no sound.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 6/13/2017

Event description:
The customer states the tubing was kinked between the bag and the patient causing the flow to be impeded and very slow.

Manufacturer narrative:
Corrected information: sex. (If information is provided in the future, a supplemental report will be issued.